Manufacturer narrative:
The helix is inoperable due to dried blood. The helix (screw) has been stretched which may have occurred during the implant process.

Event description:
The distributor received info that the manufacturers lead was removed from service due to dislodgement and faulty screw mechanism.